Manufacturer narrative:
The device was manufactured between 06sep2018 and 07sep2018. The actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow test was performed, and the device was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was unable "to fill solution through fill port". There was no patient involvement. No additional information is available.